Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was at a doctor's appointment and the doctor sent her to the hospital due to having high blood glucose of 514 mg/dl, nausea and vomiting. Blood glucose value at the time of admission was 493 mg/dl. During troubleshoot; it was stated, the drive support cap is recessed. The customer declined to check for air bubbles or leaks and stated, the cannula was straight. She also declined to check the settings. The insulin pump failed the high pressure test twice. Current blood glucose is 190 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.